Event description:
A ventilator was returned to a third party service center for service. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, an issue with the lcd screen was observed. The device's lcd screen was replaced to address the issue.